Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
Edwards received a report of an evoque procedure in tricuspid position where on day 323 the patient was hospitalized for heart failure, and an echo was done that showed the valve had canted toward the rv wall, with the lateral leading edge of the cage near the plane of the tricuspid annulus. There was also mild-moderate tr and mild to moderate pvl.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. Additional type of investigation codes that were unable to be added in h6: labeling review. Additional information: on pod 360, the patient passed away due to cognitive decline due to dementia. The reported complaint for malposition - valve migrates from deployment position was confirmed with other empirical evidence based on evidence provided in the description. The device history record review was completed and there were no non-conformances related to the issue observed and the device passed all manufacturing specifications. Malposition events such as migration may be caused by a variety of factors such as device to native anatomy sizing (perimeter-derived diameter), procedural factors and patient factors. Migration may occur as a result of lack of leaflet capture and rv volume changes upon implantation or volume management. The mismanagement of rv volume may result in valve instability and may cascade to valve migration. Available information suggests that patient conditions may have contributed to the reported event. However, a definite root cause is unable to be determined. Since no manufacturing non-conformances were confirmed and no IFU/training deficiencies were identified, no corrective/preventative actions are required.